Event description:
It was reported that a patient was unable to use her implantable neurostimulator (ins). The new ins implanted on the day of the report had the programmer that was the same as the one the patient had before with her previous system. It was reported that it was not possible to adjust the stimulation. It was stated that display was showing "call your doctor" icon. A power on reset (por) condition was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01ngw, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).